Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the cracks were minor, and the ventilator connected to the cart did not pose any potential safety hazards. The investigation is ongoing.

Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the cart had cracks. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that cracks were observed on the trolley. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. During follow up with the key market (km), it was reported that the device had not been repaired as the part was not available. No further details could be obtained regarding the event. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.